Manufacturer narrative:
(B)(4). Placeholder.

Event description:
This was a lead extraction procedure to remove two non-functional leads. Each of the leads was prepped with an lld. A 14f glidelight laser sheath and visisheath were used first on the durata lead (7170q rv ICD). The sheath rounded the turn of the svc and advanced just past the svc coil. The patient's blood pressure began to decline and a tee was performed which showed no perforation of the apex, but a significant amount of atrial effusion. The physician performed a pericardiocentesis until the surgeon arrived. Two units of blood were administered and perfusion was called for. A sternotomy was performed and an injury in the svc was found and repaired. During the sternotomy, both the ra and rv leads were removed using the laser and manual dissection during the open chest. Once the leads were extracted, the surgeon placed two new epicardial ppm leads and closed the chest. The patient survived the intervention.